Manufacturer narrative:
Visual inspection of the intraocular lens found it was in the carrier, positioned incorrectly. Particulates, saline dendrites and dried solutions are visible on the optic. One plate is torn off and missing. The other plate, haptics and the optic are not damaged. The product evaluation confirmed the failure mode. The cause of the damage cannot be determined. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause for the reported event could not be determined. However, the most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. This investigation is considered complete. No corrective action is necessary at this time.

Event description:
It was reported the trailing haptic was cut at the hinge and the intraocular lens was not suitable for delivery. The incision was enlarged and the lens was removed with forceps. The lens was exchanged intraoperatively using a back up lens.